Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house testing was performed using blood sample with the in-house contour next ez meter and in-house contour next test strips, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory.